Event description:
An xlif procedure incorporating a lateral plate assembly was performed on (B)(6) 2011. During a follow-up visit, the patient reported back pain at the surgery site. Radiographs were taken, revealing a potential vertebral body fracture and superior screw lock nut separation on the xlp plate. No revision surgery is planned at this time.

Manufacturer narrative:
(B)(4). It is unclear if the vertebral fracture contributed to the loosened construct. Revision surgery has not occurred. Root cause has not been determined at this time. Should additional relevant information be obtained, a subsequent report will be filed. Published surgical technique depicts the appropriate orientation of the lock nut within the instrument prior to insertion. Instructions for use note the following: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury."